Event description:
2025-mar-17 lit (for, sdy, lit): lv, m., dong, l., wang, c., wu, x., xu, h., wu, x., zhang, y.; quant imaging med surg; 2025; 15(3):1977-1989; midterm outcomes and costs of pipeline embolization device alone versus atlas stent-assisted coiling for unruptured anterior circulation aneurysms: a propensity score matched comparative analysis; doi.org/10.21037/qims-24-1581 literature was reviewed regarding: midterm outcomes and costs of pipeline embolization device alone versus atlas stent-assisted coiling for unruptured anterior circulation aneurysms: a propensity score matched comparative analysis. The time frame of this study was: january 2018 to june 2023. The following medtronic devices were used: pipeline embolization device ped delivered and deployed through a marksman microcatheter. 299 patients were treated in the group separated for ped use. Deaths occurred in the study population: one death in the ped group due to rupture of the target aneurysm. Among patient adverse events included: in-stent stenosis (iss), higher in the ped group (4.2%). One patient required retreatment. In ped group: 15 (5.0%) patients with complications: 7 ischemic (4 transient ischemic attack (tia), 3 cerebral infarction), 6 hemorrhagic (4 delayed aneurysm rupture, 2 distal intraparenchymal hemorrhage), 2 emerging compression symptoms refering to cranial neuropathy or brainstem symptoms associated with aneurysm compression. Eight (2.6%) patients were treated with overlapped ped devices. 2 patients in the ped group discharged with poor neurological status. Four (1.3%) cases required stent adjustment. Patients of ped group were retreated if (I) the ped may fail to fully cover the aneurysm neck, or the distal end of the ped may fall into the aneurysmal sac.

Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.